Event description:
I had the essure done in (B)(6) 2011, and ever since then I experienced very heavy and irregular periods. My ovaries hurt badly and everyday I can feel discomfort like something is poking me inside. When I have intercourse it hurts. When I ovulate it hurts. I taste metal in my mouth. One day I was dying of the ovary pain on my sides and I almost went to the emergency room. Please help me with this, I'm dying slowly.